Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported an infection was present at the patient's implantable neurostimulator (ins) site. Surgical intervention was undertaken and the system was removed. Patient was treated with antibiotics.